Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Two months after surgery, 4 channels showed high impedance, but the user was still happy with the sound quality when all channels were active and refused adjustments. However, in (B)(6) 2025, the user complained to her family that the sound suddenly became very soft and wired with head movement (sound was present when her head was straight but disappeared when tilted) for 2 days then the sound disappeared. Speech understanding has deteriorated. Re-implantation is considered.

Event description:
The user's hearing performance with the device is affected. Two months after surgery, 4 channels showed high impedance, but the user was still happy with the sound quality when all channels were active and refused adjustments. 10 days ago, the user complained to her family that the sound suddenly became very soft and wired with head movement (sound was present when her head was straight but disappeared when tilted) for 2 days then the sound disappeared. Speech understanding has deteriorated. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. Two months after surgery, 4 channels showed high impedance, but the user was still happy with the sound quality when all channels were active and refused adjustments. However, mid january 2025, the user complained to her family that the sound suddenly became very soft and wired with head movement (sound was present when her head was straight but disappeared when tilted) for 2 days then the sound disappeared. Speech understanding has deteriorated. The user has bee re-implanted.